Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. A product development investigation was performed for the cable cutter with trigger handle (part number 03.221.006, lot number t947130). The subject device was returned with the complaint condition stating the device arrived at customer quality (cq) in 5 disassembled pieces instead of the 2 pieces reported as broken. A button, m4 shoulder bolt, spring, and pusher are separated/disassembled from the main body/handle. The device has been disassembled rather than the device breaking, therefore the failure code of "does not/will not function : fell apart" was selected during this investigation to account for the as received condition of the device at cq. Replication of the complaint is not applicable is the device is already disassembled into components. This complaint is confirmed. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. No new, unique or different patient harms were identified as a result of this evaluation. The risk assessment was reviewed and found to not adequately address the harm of this complaint condition. It does not address the potential risk of the device falling apart or losing any parts during routine usage and maintenance. The risk management documents for this product needs to be updated. Review of the device history record of (B)(4) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the components and final product met inspection records. All 32 parts of the lot were checked 100% at the final inspection on july 29, 2010. An non-conformance record (ncr) (#155476) was started for four parts of the sub component due to the thickness of the handle and all parts were scrapped. A separate ncr (# 117542) was started for the blade assembly 03.221.008 due a non conforming length. The non-conformance records reported, have no bearing on the complaint issue. The cable cutter 03.221.006 consists of the handle 03.221.007 and the blade assembly 03.221.008 and should be disassembled before cleaning. Product drawings were reviewed: the design history was found to not impact the complaint condition. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A root cause could not be definitively determined as the specific circumstances at the time of the issue are unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Manufacturing date: 30-jul-2010. Review of the device history record of tuttlingen showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the components and final product met inspection records. All (B)(4) parts of the lot were checked 100% for ctq features and for function at the final inspection on 29-jul-2010. An ncr was started for four parts of the sub component due to the thickness of the handle and all parts were scrapped. A separate ncr was started for the blade assembly due a non-conforming length. All parts were given a uai disposition as the devices functioned normally. The nc´s have no bearing on the complaint issue. The cable cutter consists of the handle and the blade assembly and should be disassembled before cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trigger handle for cable cutter was found broken into two pieces. The handle and trigger -like piece separated and a piece came out of it. This was discovered in sterile processing. There is no known procedure or patient involvement. This is report 1 of 1 for (B)(4).